Event description:
Hepatic failure leading to death. A male with esophageal cancer metastatic to the liver underwent uncomplicated therasphere radioembolization to the left lobe of the liver in 2008. At the 3 week study visit, he presented markedly jaundiced with bilateral lower leg edema, bilirubin 20 (unl <1), wbc 23,800, elevated other liver function tests gfr decreased, CT showing ascites and bile blockage. The patient was hospitalized twenty-one days later, with liver failure and underwent multiple diagnostic procedures including multiple diagnostic paracentesis which showed positive for gram positive cocci in clusters. Renal failure was also present, worsening throughout hospitalization. The patient died five days later. Cause of death was noted as acute fulminant hepatic failure and hepatorenal syndrome secondary to metastatic espophageal cancer and spontaneous bacterial peritonitis.

Manufacturer narrative:
Note: hepatorenal failure is listed in the product package insert and is a known side effect associated with use of therasphere. However, this side effect was inadvertently excluded from the clinical trial protocol hence the assesment of this event as an unexpected adverse device effect requiring reporting to medwatch.